Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to ipg migration as confirmed through x-ray. The patient underwent relocation of the ipg.

Manufacturer narrative:
.